Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2013-14221 and 3005099803-2013-14222 address these devices. It was reported to boston scientific corporation on (B)(6), 2013 that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6), 2013. According to the complainant, during the procedure, two resolution clips were deployed but the clips would not come off the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip assembly was fully deployed and not returned. The control wire was separated per design and a kink was noted in the control wire and the coil. The over sheath was torn and cut, approximately 45 mm of the distal over sheath was not returned. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2013-14221 and 3005099803-2013-14222 address these devices. It was reported to boston scientific corporation on (B)(4) 2013 that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, two resolution clips were deployed but the clips would not come off the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.